Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06276. It was reported that the pacemaker was explanted and replaced on (B)(6) 2019 for normal battery depletion. The patient presented in clinic and it was noted that the patient had some scabbing. It was determined that the patient had a pocket infection. The source of the infection was not known. The patient was given antibiotics, but the infection did not clear. On (B)(6) 2019, the device was explanted. A new device was implanted on (B)(6) 2019. The patient was noted to be recovering.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.